Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 232 mg/dl, while using the suspect device. Pt indicated that based on these results, she bolused 10 units of insulin lispro. Pt stated that began exhibiting symptons of hypoglycemia, immediately thereafter, and self-treated by eating oranges and disconnecting insulin pump. Approximately 10 mins after obtaining results "hi" and 232 mg/dl, patient retested blood glucose using the suspect device, with a result of 70 mg/dl. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.